Event description:
Patient was implanted with a peripheral nerve stimulator system on (B)(6) 2024 to target the sciatic nerve to treat left foot pain. After implanting, the patient reported feeling stimulation from the system in the posterior thigh area and not in the foot. Physician stated leads are likely to have migrated after implant, however no imaging was performed to confirm. Patient was scheduled for lead revision procedure. Upon arriving for the procedure, the physician noted that the incision site appeared to have a possible infection and the physician elected to fully remove the system at that time instead of revising. Full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
The firm is unaware of any imaging performed to confirm lead placement after implant. It is unclear if the leads were malpositioned at the time of implant or migrated after implant. Physician believes the leads migrated. Infection was not confirmed prior to explant and was suspected based on visual assessment. Both migration and infection are known inherent risks of implantable neuromodulation systems. For this case, the cause of the symptoms is unable to be conclusively determined with the information available to the firm.